Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent high impedance, and intermittent lead noise causing inhibition of pacing was noted on the right ventricular (rv) lead. The lead was reprogrammed and then capped and replaced. The implantable pulse generator (ipg) was inactivated and replaced on the right side. No patient complications have been reported as a result of this event.